Event description:
It was reported that the patient had a driveline communication fault alarm. The patient went into the clinic with a modular cable tear. The modular cable was exchanged and during the exchange on the old modular cable 8356982 a driveline communication fault alarm appeared. The alarms resolved with the exchange. The patient's old primary system controller became their backup system controller. The log files were reviewed and capured driveline comm b fault flags on 06nov2024. There were also low power advisories due to normal battery depletion. The log file also suggested that the patient had not been connecting to power module/mobile power unit (mpu) power. This indicated that the patient had been sleeping on battery power which was not recommended. There were no other unusual events seen in the log files. The system controller and modular cable were confirmed to have been exchanged at the same time. The patient went to the clinic with a driveline communication fault alarm. The patient had just received a new modular cable (lot # 10524234) on 06nov2024 for driveline communication fault alarms. The log files were reviewed and displayed multiple strings of low power advisories while on batteries due to normal battery depletion. There were also multiple strings of driveline_comm_fault / (f5) pwr_b_broken alarms beginning 15nov2024 on system controller (B)(6). It was suggested that the modular cable and system controller be replaced with a new out of box system controller and modular cable if the patient can tolerate an exchange. After replacing the modular cable and system controller it was advised to monitor for alarms. The driveline communication fault resolved with the modular cable exchange and no system controller was exchanged. The patient was planned to be discharged home and was to return to the hospital if the alarm reoccurs so it can be fixed. The patient requested to come in for a driveline cleaning. There was green corrosion seen on the proximal portion of the driveline which was responsible for the driveline communication fault. There appeared to be a possible spot of corrosion on the patient side of the modular cable connector (lot # 10524234). A warranty replacement was requested. It was not confirmed whether or not this modular cable had corrosion. The cause of the corrosion was not determined. The modular cable connector was cleaned and replaced after the initial cleaning. The driveline communication fault alarms did not return pre/post cleaning and there were no further issues. The additional log files were reviewed and showed a low power advisory due to normal battery depletion on 18nov2024. There were no driveline communication faults seen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller was returned for evaluation following the reported event of driveline communication fault alarms; however, it was determined that the controller was unrelated to the cause of the reported event. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Per the pump and modular cable investigations, the reported driveline communication fault alarms were determined to be due to corrosion on the pins in the inline connectors. Log files were submitted and downloaded for review. The data in the log files did not indicate any issues with the system controller. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient went into the clinic with a modular cable tear. The modular cable was exchanged and during the exchange of modular cable 8356982 a driveline communication fault alarm appeared. At the time the alarms were reported to have been resolved via exchange of both the modular cable and system controller. The patient's old primary system controller became their backup system controller. The log files were reviewed and captured driveline comm b fault flags on 06nov2024. There were also low power advisories due to normal battery depletion. The log file also suggested that the patient had not been connecting to power module/mobile power unit (mpu) power. This indicated that the patient had been sleeping on battery power which was not recommended. There were no other unusual events seen in the log files. The system controller and modular cable were confirmed to have been exchanged at the same time. No products would be returned.